Event description:
Attorney reported: the patient suffered damages, specifically, as a result of having the patches implanted in him, the patient suffered disabling pain, required surgical intervention, and committed suicide by gunshot because of complications related to the patches.

Manufacturer narrative:
While we are reporting this as a death, the direct cause of death was suicide and not directly related to the device. Currently, it is unknown whether the device contributed to the alleged complications, which led to the patient committing suicide. No product has been returned nor has any specific details been provided regarding the alleged complications related to the device. To date, davol has not receive any response to our multiple requests for additional information. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided.